Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak as a longitudinal tear on the balloon, approximately 4.5 mm from balloon proximal tip. The review of the lhr (lot f1326202) indicated that the mynx lot met all established performance criteria prior to shipment. Based on information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that pre-procedure femoral angiogram showed presence of pvd/ calcium in the vicinity of the access site.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed pvd in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured at the arteriotomy on "mild pvd". The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.